Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, there was no response even when nerve stimulation was performed. Stimulus delivery tone was not heard but a waveform was displayed. The procedure was completed with backup products due to which the procedure was extended by 10 minutes. There was no health damage associated with patient.

Event description:
It was reported that during thyroid procedure, there was no response even when nerve stimulation was performed. Waveform was displayed but there was no audio response. The procedure was completed with backup products due to which the procedure was extended by 10 minutes. There was no health damage associated with patient.

Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Correction in b5: event description detail was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device. Electrically, the connection resistance shall be less than 5 ohms and the actual measurement was 3 ohms which was in specification. The probe tip fit securely into the handle with no issues. Functionally, the device was connected to a nim system using a 1.0ma stimulating current and 100¿v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200¿v. Additionally, the button increased and decreased the stim current and took a snapshot as intended. There was no intermittent behavior while manipulating the tip, connector, or the wire. In the returned condition, there was no out of specification condition that was related to the complaint. Previously applied codes of fdm b21 and fdr c21 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.